Event description:
Pt with indwelling subclavian catheter non-functioning for infusion-approximately 5 inch portion noted to be floating distally ( in rt ventricle) by fluoroscopy. Retrieved under fluoroscopy by port-a-cathagram.